Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a performer introducer was used for inserting a dialysis introducer. It was discovered that the device is leaking from the hub. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation-evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and functional testing of the returned device was conducted during the investigation. One used sheath and the dilator of the performer introducer were returned for investigation. Leakage was present from the valve when the dilator was removed from the sheath. No leakage is noted with the dilator fully inserted. The device was also tested for presence of excessive glue but none was found. The distance between the top of the cap to the bottom of the cap was measured and was found to be measuring 1.3885 inches. If the cap top to cap bottom measures more than 1.370", this usually indicates under-tightening of the cap to the valve body. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; the root cause of the leakage has been identified as inadequate tightening of the cap onto the valve body. Measures have been conducted to address this failure mode. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.